Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the vio integrated electrosurgical generator unit (iesu). The unit was placed on an in-house system, run in normal mode, and fa was able to reproduce the reported complaint.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the customer's problem. The monopolar was good, but when testing the bipolar, the system prompted error code c-30 and no energy delivery. The fse tried to do a hard power cycle for the vio integrated electrosurgical generator unit (iesu), reconnected the cables, and changed another bipolar interface, but the problem persisted. The fse replaced iesu to resolve the problem. The system was tested and verified as ready for use. Isi has received the iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer stated that when they tried using the bipolar instrument on the vio integrated electrosurgical generator unit (iesu) error code c-34 appeared, and no energy was delivered. The customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to receive phone assistance. The customer stated bipolar instrument can be recognized on the universal surgical manipulator (usm). In addition, the customer also stated that some burning smell from the from vision side cart (vsc) rear door was noticed. The tse guided the customer to power cycle the iesu, swap the energy cable, and switch to the 2nd port on iesu but the issue persisted. The customer stated that they would keep using a monopolar instrument to complete the procedure. The procedure was completed as planned. Isi followed up with the site and obtained the following additional information regarding the reported event: the procedure was not completed with the original generator due to the error. The event date was confirmed on (B)(6) 2023. The system functionality was initially checked, and no errors appeared. Technical support was contacted, and troubleshooting was completed. The user changed the interface; power cycle the iesu; swap energy cable, but the issue persisted. The generator was returned to isi. The procedure was converted to traditional laparoscopic surgery. No port incisions were increased.